Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump died and he put in a new battery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer declined to troubleshoot has he is getting the pump replaced. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and a confirmed e70 error alarm was noted in the history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No check settings alarms noted. The insulin pump powered up properly after battery installation. Unit received with operating currents within specifications. No failed battery test or off no power without low battery indicator noted. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had minor scratches on the lcd window and cracked battery tube threads.